Manufacturer narrative:
An investigation was completed in response to this customer complaint. The investigation analyzed the data provided by the customer. The fine tuning analyzer report from the last fine tuning performed before the misidentification was not provided, so it was not possible to conclude on the fine tuning quality before the misidentification occurred. The customer's spot preparation quality was non-optimal. The calibrator and sample "all peaks" values are heterogenous. The suspected cause for the misidentification is the customer's spot preparation, which was non-optimal. Local customer service (lcs) has been requested to provide the customer with additional training materials to help improve spot preparation technique.

Event description:
A customer in singapore notified biomérieux of a misidentification of streptococcus dysgalactiae as streptococcus agalactiae in association with the vitek® ms (ref 4700394, serial 50039). The customer stated that when testing an isolate from a positive anaerobic blood bottle with the vitek® ms, the initial identification obtained was streptococcus agalactiae with 99.9% confidence. This identification did not match the colony morphology so repeat testing with the vitek® ms was performed. The result from the repeat test was a slashline identification of streptococcus dysgalactiae ssp equisimilis / streptococcus dysgalactiae ssp dysgalactiae, which matched the colony morphology. Streptococci grouping testing was performed as an alternative method and the isolate was identified to be a group g streptococcus. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health.